Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic, several episodes of noise leading to aborted shock were observed. Device was explanted and replaced. Device header or screw issue was suspected. Patient's condition was stable.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.